Event description:
Product malfunction: approximately 6 inches of the distal end of the sds separated into two pieces. Time of malfunction: during the procedure in 2006. Symptoms/ae: none. It was reported that during a carotid procedure, the stent deployed successfully; however, once the stent delivery system (sds) was removed from the guiding catheter from the patient's body it was found that approximately 6 inches of the distal end of the sds had separated into 2 pieces. Both pieces of the sds unit were removed without medical or surgical intervention. The lesion was in at the bifurcation of the internal carotid artery (ica) and common carotid artery (cca) where a previous endartectomy had been performed. There was no patient injury or effect. No additional information was available.